Event description:
The field engineer reported the system displayed an interlock error message during a preventative maintenance and it was down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo connector, fast-stop switch panel, and power motor relay board were replaced. The system was then found to be operating as intended.